Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop. It was also reported that there was no adverse consequences as a result of this event. No further information was provided.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device received but awaiting evaluation results.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop. It was also reported that there was no adverse consequences as a result of this event. No further information was provided.